Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a trial procedure, the physician sheared off a portion of the lead into the epidural space. A laminectomy was performed to remove the lead. The physician attempted to place a lead through the laminectomy with no avail. As a result, the procedure was abandoned.

Manufacturer narrative:
Event description indicates the cause of the issue was related to unintended use error as the physician sheared a portion of the lead during the implant procedure. Based on the results of the investigation, no device problem was identified.